Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01869 for the other associated device information. It was reported to boston scientific corporation on (B)(6), 2010 that two extractor retrieval balloons were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2010 (patient age, gender, weight, and date of birth are unknown) according to the complaint, during the procedure both balloons ruptured while trying to extract stones from the common bile duct. No fragments detached and each complete balloon was removed from the patient. The procedure was completed with a different device (device manufacturer unknown) with no patient complications. The patient's condition following the procedure was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device was disposed of at the site will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)